Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, components revised for unknown reasons. High mbi.

Manufacturer narrative:
Due to additional information received and after further analysis of this event , the device involved in this manufacturer reference report (B)(4) has been classified as "no complaint stated" since there is no alleged deficiency against the device. Please void this report.

Manufacturer narrative:
Previous report had a minor human error in this description. Please read correctly below: due to additional information received and after further analysis of this event , the device involved in this manufacturer reference report has been classified as "no complaint stated" since there is no alleged deficiency against the device. Please void this report.